Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 300 mg/dl and an insulin injection was used to address the bg level. As the pump supplies had been changed prior to contacting tandem technical support, a system check was unable to be performed to determine a possible cause of the occlusion.